Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hair inside the tubing of an interlink non-dehp t-connector extension set. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: lot number. Additional information provided for evaluation codes. The device was not returned and the reported lot number was not recognized by baxter; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.